Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice cassettes leaked. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Three devices were returned and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and functional testing were performed with no issues related to the reported condition. Two samples met specification, one sample did not meet specification due to loose excess sheeting outside the cassette. Leak testing was performed with no issues noted on any of the samples. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.